Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission showing non-sustained lead noise due to post paced t wave oversensing. The patient did not receive therapy during oversensing. The oversensing was noted on stored electro cardio grams. Programming changes were discussed. No information regarding the intervention could be obtained.

Event description:
New information received on (B)(6) 2017 notes that the suggested programming changes were made.